Event description:
During an unk procedure, clip dropped off from the beginning. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Sent: 03/22/2006. Additional information: d2, 4, 10; g4, 5; h2, 3, 4, 6. Code 400/68: device returned in condition making analysis impossible. Evaluation summary: the analysis results found that the device was received with the handles cracked and separated, also with an unknown fluid of trigger and handle. No functional test could be performed as the instrument arrived in conditions that made an analysis impossible.